Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had received hardware low level failure alarm occurred after performing self-test as well as absence if audible sensor alarms. The customer's blood glucose level was unknown. Customer stated that alarm occurred second time was failed. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed self test and displacement test. The audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms, or hardware low level failures alarms noted during testing however, hardware low level failures confirmed in the downloaded history file due to broken pin 6 trace at u1 on the keypad assembly.